Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device memory was reviewed and analyzed. Analysis revealed battery indication for device replacement. The device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: 6935-58 lead; 4296-88 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection and the device displayed premature battery depletion. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.